Event description:
On (B)(6) 2024, pt underwent the following procedure: total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Dermabond was used to close the incision sites. On (B)(6) 2024, pt reported the following history to our medical center's triage line: noticed itching around her incision site, she thought this was part of the normal healing process; endorses that last night, she developed 2 small hives on her abdomen and woke up on (B)(6) 2024 to hives on her l forearm and bilateral thighs. She was concerned about the hives after she had an anaphylactic reaction to an antibiotic (antibiotic not listed in her record). She was also prescribed oxycodone upon discharge. Veteran denied chest pain/shortness of breath, denies swelling in her face/tongue, denies difficulty swallowing diffuse hives, erythema surrounding incision sites. Had increased celebrex use prior to development of hives, had decreased oxycodone use to qhs. Was rx'ed benadryl, pepcid, prednisone taper and home zyzal for urticaria by (B)(6) provider (B)(6) 2024, did not take prednisone taper due to concern for steroid allergy. At ER, pt was diagnosed with having an anaphylactic reaction (date of ER visit unknown) suspected causative meds: dermabond, celecoxib, oxycodone. On (B)(6) 2024, pt's healthcare provider documented in pt's chart that the reaction was likely due to dermabond: "erythema at lsc port sites after hysterectomy, likely dermabond reaction".